Manufacturer narrative:
This report is for an unk cage/spacer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: bartels, r.h.m.a. (2005), single-blinded prospective randomized study comparing open versus needle technique for obtaining autologous cancellous bone from the iliac crest, european spine journal, vol. 14, pages 649-653 (netherlands). In this study, a conventional open technique for obtaining cancellous bone from the iliac crest was compared with a needle technique. Between august 2002 and october 2004, a total of 50 patients (30 males and 20 females) underwent standard left- or right-sided microscopic cervical anterior discectomy using a cage (brantigan crf, depuy acromed, amersfoort, the netherlands) filled with autogenous cancellous bone from the iliac crest. Radiological examination was performed at 6 weeks, 3 months, and 7 months postoperatively. The following complications were reported as follows: 5 patients reported disturbed sensibility around the wound on postop day 1. 2 patients disturbed sensibility resolved after 6 weeks. 1 patient had diminished sensibility in the course of the lateral femoral cutaneous nerve. This had not resolved at 6 weeks. 1 patient had a hemorrhage. Surgical exploration was not necessary. 10 patients had some pain. This report is for an unknown synthes cage (brantigan crf, depuy acromed). This report is for one (1) unk cage/spacer. This is report 1 of 1 for complaint (B)(4).